Event description:
It was reported that there was suspected inflammatory reaction of the apex due to mechanical stress of the rv (right ventricular) lead. The ventricular pacing threshold had increased, and the patient alert had triggered. Medication was added. It was further reported the pacing threshold later normalized, and the patient was discharged. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.